Manufacturer narrative:
Based on the returned sample, the following was identified - catalogue #: 5c4482, brand name: minicap transfer set, 510k #: k152675. The device was received for evaluation. A visual inspection with the naked eye and magnification noted that the female connector was separated from the light blue main body. The insert chip was present and there was no indication of solvent on the top of the insert chip. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The female connector was connected to an in-lab connector with no issues noted. The reported separation of the main body was verified. The cause of the separation was manufacturing related. A nonconformance has been opened to address the separation issue. The reported issue with disconnecting the female connector from the cassette was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue, further described as ¿when trying to disconnect with the twist clamp the light blue end (main body) came apart¿. This was further described as, the patient was unable to disconnect from the cycler (patient line of the cassette) and as a result the patient had to cut the line and clamp. This was observed during use for automated peritoneal dialysis therapy. On the same day, the patient went to the clinic to get their transfer set changed. There was no patient injury or medical intervention associated with this event. No additional information is available.